Event description:
It was reported that a 77 yo male patient, initial left knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2023, approximately 6 years 5 months post the initial procedure. The patient complained of pain. A loose femur was reported. The event is not related to a breakage of a device. There were no surgical delays. Patient was last known to be in stable condition following the event. X-ray and device photo provided. No device returns anticipated. Due to the recall, the hospital will not release the implants. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm 4478173 - recall device, 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t 4498293, 200-07-35 - advanced patella 35mm 3 peg implant 4405675. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, e. The revision reported may have been due to prosthesis wear of the tibial insert and patella component, the result of an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening, and/or inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening and tibial insert prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.